Manufacturer narrative:
The reported event of inconsistent pacing spikes was confirmed. Based on the information provided, it was determined that the pacing outputs were due to the noise-search timeouts while the system was in aai and the patient was in af. The alp would deliver a pace pulse because the cycle length was so short during af. The device was performing per design.

Event description:
It was reported the patient presented for implant procedure. During surgery as the atrial leadless pacemaker (lp) was being implanted, the patient went into atrial fibrillation (af) which required cardioversion. The cardioversion triggered a power on reset on the ventricular lp which was restored successfully. Post-procedure, the ventricular lp was undersensing while the patient was in af. During troubleshooting, the ventricular lp was deactivated and inconsistent pacing was observed on the atrial lp. The ventricular lp was reactivated and reprogrammed. The patient was in stable condition.